Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware that water from the container of an everflo oxygen concentrator ran into the patient's lungs, causing choking. The entire water leaked from the container into the patient's lung and the patient felt like they almost suffocated. There was no report of serious patient harm or injury. There was no report of medical intervention. This event could lead to a death or serious injury if it were to recur. The device has not been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.